Manufacturer narrative:
(B)(4). The device was not returned for analysis. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, a 4f sheath was used. It should be noted that the perclose proglide instructions for use, states: for access sites in the common femoral artery using 5f to 21f sheaths. The IFU deviation does not appear to have contributed to the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other perclose proglide device is filed under a separate manufacturing report number.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 4f sheath after a diagnostic abdominal aortigram with runoffs. Reportedly, a cuff miss occurred. Another proglide was attempted and the sheath bent as the operator was holding onto the back of the proglide device during insertion. An angioseal was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.